Event description:
A surgeon reported a pt was not happy with their outcome following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the lens did not cause or contribute to the event. There was an error of refraction postoperatively. The event continues with the pt being unhappy with her visual acuity.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).